Manufacturer narrative:
Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant site calcification, local reaction, material rupture, breast cyst mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year old female patient underwent breast prosthesis implantation surgery with two 275cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via MRI, with bilateral breast implant ruptures and calcifications. The left breast was very big swollen, very painful, had fluid, cyst, and positive for histiocytes. The patient had a hard time lowering their arms, but the left was worse. Patient was concerned about alcl and was concerned about being high risk. Fluid was sent for pathology, however, the report has not been provided to mentor. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 6, 2023, mentor received additional information indicating that the patient had fluid collection and chronic inflammation. A biopsy was performed on the right breast.

Manufacturer narrative:
On february 7, 2023, mentor received additional information indicating that the correct date of explantation was on (B)(6), 2023. On february 9, 2023, mentor received additional information indicating that the patient had bilateral ruptures, possibly due to calcification and capsular contracture. In addition, a large amount of brown fluid was seen surrounding both implants. Due to this finding, the patient was told by several plastic surgeons that she was at high risk of having bia-alcl, but there was no confirmed diagnosis.